Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the customer issue that occurred with the device was available. Upon examination of the sample, it was found that the returned device had a deformed clamping mechanism. The product analysis noted evidence that the device was not used as intended. This issue can occur by firing over tissue that is beyond the recommended thickness range or firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device used three black reloads but when trying to fire, the staples did not deploy properly in the controlled motion. It was also reported that the device locked on the tissue but was able to pull on the back paddles and open the jaws. There was an incomplete staple line proximally and poor staple formation. A fourth purple reload was used to resolve the issue and complete the procedure. There was no patient injury.